Event description:
During an in-clinic follow-up, noise resulting in oversensing was observed on the right ventricular (rv) lead. A revision procedure was performed and the rv lead was capped and replaced. The patient is stable.